Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during generator change this pacemaker showed pacing at one hundred and fifty. In addition, it was noted prior to the procedure that there was a run of ventricular tachycardia (vt) at one hundred and thirty. Hence, device was replaced due to other run was thought to be vt. No additional adverse patient effects were reported.